Event description:
Ous MDR - the patient was hospitalized due to inappropriate shocks and artifacts on this rv lead and the ra lead. The physician was unable to remove this rv lead due to growth. The lead was capped and a proximal portion was explanted and returned for analysis.

Manufacturer narrative:
During inspection of the setrox lead, signs of wear were apparent in multiple spots. At approx. 5 cm and 10 cm distal to the is-1 connector pin, the insulation showed damage due to wear. The type of damage suggests wear due to contact with the generator housing. Moreover, insulation was damaged on the setrox lead 35 cm distal to the is-1 connector pin, which given the characteristics is likely due to wear due to contact with the partner lead. These instances of damage are most likely the root cause for the artifacts in the ra channel observed.